Manufacturer narrative:
Problem code a0501 captures the reportable event of distal tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used for treatment on (B)(6), 2022. During the procedure, the entire distal tip of the injection gold probe detached inside the patient. The detached piece slipped into the intestine, and it was not possible to retrieve. They tried but it was impossible. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.